Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing broke at the end of the volutrol. Patient impact has been requested, but not yet provided.